Event description:
Claims that the canal was sized with a size 12. They implanted a 14 which resulted in the femur fracturing. The 12 trial wouldn't fit, they tried the 14. It was approx. 3cm short. The bio-stop g cannot be retrieved. The surgeon had to push the product the rest of the way resulting in the fractured femur. This also delayed surgery approx. 2 hours. The bio-stop g remains in the patient.